Event description:
It was reported that the insulin pump alarmed button error and battery out limit. The alarm could not be cleared due to unresponsive buttons. The battery was changed, but the anomaly persisted. The customer's blood glucose was 4.9 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was unable to perform displacement test, operating currents meas. And off no power test due to unresponsive keypad buttons noted. No button response due to corroded keypad traces noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker. No unexpected button error alarms noted. No unexpected battery out limit alarms noted.